Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that telemetry strip showed inappropriate rate increase to 150 ppm. Maximum tracking rate was 120 ppm, sensor was off, af suppression was off, and autocapture was on. Histograms display 12 a-v paced beats occurring at rates between 150- 179 ppm. The patient was not pacemaker dependent.